Event description:
It has been reported that AED was deployed - analyzed ECG - and advised that ECG was not shockable. Subject was not resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation pending.